Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: randomized non-inferiority trial comparing diagnostic yield of cytopathologist-guided versus seven passes for endoscopic ultr asound-guided fine-needle aspiration of pancreatic masses. Source: (B)(6), division of gastroenterology, hepatology and endoscopy, (B)(6) hospital, (B)(6), USA. Email: (B)(6). Received 27 october 2015; accepted 16 december 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, this was study regarding a comparison between 2 methods of using the aspiration needle. There were findings of complications on both methods. Post study revealed that there were 5 complications in the cytopathologist -guided arm which included three acute pancreatitis wherein one patient had undergone an endoscopic retrograde cholangio-pancreatography at the same time obtaining adequate aspirate of solid mass (pancreatic) using eus. There was one patient that fell during the recovery period, but without associated injuries. The last patient had a broken needle requiring removal of the echoendoscope. Based from the seven-passes there were three complications which included to one patient experiencing an intraprocedure bradycardia that was responded with atropine. Another patient experienced a respiratory distress leading to the procedure being aborted. The last patient developed abdominal pain and fever (normal laboratory studies and abdominal computed tomography) that eventually resolved spontaneously.